Event description:
Tilt in space wheelchair failure, footrest casting broke completely. Wheelchair: quickie tilt in space sr-45. Footrest clamp assembly split in two due to insufficiently designed design of part. Split where the hex screw threads through the footrest clamp assembly, part # 107485, result: foot plate falls off wheelchair hanger. FDA safety report ID # (B)(4).